Manufacturer narrative:
We have received the complaint device for evaluation and we have confirmed the reported incident. We observed a cut in the outer foil pouch of this device. The inner tray that was inside this foil pouch was observed to be properly sealed and did not contain any defects. At this time, we could not conclusively determine the root cause of this defect. The package appeared to have come in contact with some sharp object causing this hole. However, at this time, we could not confirm if this was a supplier defect or our packaging error. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of a similar nature for devices from this lot. Therefore, we believe that it was an isolated incident. The malfunction was detected at our sales office in (B)(4) during their routine inspection process. The inspector inspected 100% of the units from this lot number. Only this unit was observed to have a cut in its foil pouch.

Event description:
During inspection of the shunt foil pouches at our sales office in (B)(4), the inspector detected a cut in one of the foil pouches.